Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
The healthcare facility reported that while implanting an intraocular lens (iol) the haptic broke off in the eye. The broken haptic was retrieved and the lens was removed. The procedure was performed under topical anesthesia and the patient was left aphakic. The procedure time was extended by 30 minutes due to this issue. Additional information has been requested.

Manufacturer narrative:
The lens was returned and evaluated. Visual inspection found only part of the iol was returned. One haptic was torn off and was in the tip of one of the returned preloaded delivery devices. The rest of the lens was not received. The haptic was curled/bent over and around itself. Due to the damage, functional testing could not be performed. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information user related factors, may have caused or contributed to this event.